Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support while in dwell 3 of 4, the patient encountered a supply bag lines are blocked. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (2) where 2404ml drained. This drain is 239% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 1007ml is 1813ml. Therefore, a reportable malfunction has occurred. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. No treatments missed.

Manufacturer narrative:
Plant investigation: the reported complaint symptom sb supply bag lines are blocked was not confirmed. The reported complaint symptom iipv (dv > 200% of fv) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. A visual inspection of the returned cycler exterior showed no signs of physical damage. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
"."